Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: load fill tubing was started but the process was not completed within 3 minutes. In this case, the incomplete load fill tubing alert will be displayed on your pump.

Event description:
It was reported that the customer received an incomplete fill tubing as they had not completed the loading process. The customer then experienced an elevated blood glucose (bg) displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump. The customer acknowledged that they had initiated the load sequence but had not completed the load process.